Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. A phaco handpiece was tested with no problem noted. The software was updated. The system was then tested and met all product specs. The customer ordered a new footswitch. The replaced footswitch will be sent for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available.

Event description:
The nurse reported the vacuum function was acting sluggish. The nurse stated that 4 of the 5 scheduled cases required an unplanned anterior vitrectomy, due to a posterior capsule tear. The nurse also reported the footswitch was noisy. The nurse stated the patients are doing well.